Event description:
Related manufacturer reference number: 3006705815-2021-06042 it was reported during the patients ipg procedure the leads were unable to be removed from the ipg. As a result, the physician cut the leads. The cut leads remain implanted. Additional surgical intervention may take place at a later date.

Manufacturer narrative:
The report of ¿electrodes could not be removed from the ipg header¿ was confirmed. Analysis of the returned ipg found that the header was disassembled / torn apart during explant procedure due to ¿stuck leads¿. Analysis of the returned terminal end lead segments found the ipg setscrew had been torqued all the way down until the contact of the lead was flattened out in the connector block. Once the contact of the lead was flattened out and distorted, the lead was not able to be removed. The pattern of the setscrew engagement marks is consistent with improper use of the supplied torque wrench, or using a different wrench than the one supplied.

Event description:
It was reported surgical intervention was undertaken wherein the leads were explanted and replaced.